Event description:
(B)(4). Incident occurred in france: translation into english: the anaesthetist noticed a leak of the drug at the junction of the needle and the tubing when he injected it. He used several needles from the same batch, and not all of them had this defect, just a few. No consequences for the patient. Original text: le médecin anesthésiste a constaté une fuite du médicament à la jonction de l'aiguille et du tuyau lorsqu'il l'a injecté. Il a utilisé plusieurs aiguilles du même lot et toutes ne présentaient pas ce défaut, seulement quelques unes. Pas de conséquence pour le patient.

Manufacturer narrative:
(B)(4). Complaint took place in france. The adverse event probelm codes b, c, d in these final report have been adjusted. Based on clinical assessment and risk assessment this case is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). Incident occurred in france: translation into english: the anaesthetist noticed a leak of the drug at the junction of the needle and the tubing when he injected it. He used several needles from the same batch, and not all of them had this defect, just a few. No consequences for the patient. Original text: le médecin anesthésiste a constaté une fuite du médicament à la jonction de l'aiguille et du tuyau lorsqu'il l'a injecté. Il a utilisé plusieurs aiguilles du même lot et toutes ne présentaient pas ce défaut, seulement quelques unes. Pas de conséquence pour le patient.

Manufacturer narrative:
Irn# (B)(4). Complaint took place in france. The b-, c- and d-codes are placeholder for this initial report. Reason: otherwise, the data cannot be packed as usual. This has always worked without this measure, but now it no longer does. After sending and checking the reference samples: the correct data of the b, c and d codes are transmitted in the subsequent fu1 report with the final test results.